Manufacturer narrative:
Without a lot number, the review of the device history record (DHR) could not be performed and the review of calibration and maintenance activities could not be conducted. There was no process or material changes related to this type of issue for this product. The review of the machine setup and in-process check could not be performed and the review of the observation of the machine in its current condition could not be performed without a lot number. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received in the future. The exact root cause of the issue reported by the customer could not be determined without an actual sample to examine. The most likely root cause is failure to properly activate the safety shield. Prior to a lot release, the lot must be deemed acceptable through passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are physically tested for hub to cannula bond strength. The instruction for use does indicate: immediately following the injection or aspiration procedure, lock the safety needle shield using any of the following methods: push the safety shield forward in a single-handed manner to cover the needle and lock the shield. Keep your finger or thumb behind the needle tip at all times, or press the safety shield, lever side down, onto a flat surface to cover the needle and lock the shield, i.e., bedside table. The magellan safety needle is locked once the needle tip is completely shielded. Verify locked position through audible, tactile, and/or visual feedback. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
Submit date: 12/19/2014. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety syringe. The customer reports the nurse used an individual safety needle and luer locked it on a syringe. After using the needle, the nurse activated the safety shield into place and states that the needle came out of the shield and stuck her in the middle of her thumb. The nurse was sent to the employee health where they did blood work.